Event description:
It was reported that the patients pain was not covered by stimulation. No device malfunction was suspected. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).